Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lot numbers 5791697, and 5789788, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 5791697: manufacturing date: december 10, 2007; expiration date: december 08, 2012. Lot 5789788: manufacturing date: november 30, 2007; expiration date: november 28, 2012. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with 375cc mentor memorygel breast implant and experienced unknown side capsular contracture; baker grade unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The serial number is either left side (B)(4), or right side (B)(4). Supplemental report will be submitted once additional information is received.